Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a captivator ii-10mm round stiff snare was used to remove two different polyps less than 6mm in size located in the colon during a polypectomy procedure performed on (B)(6) 2022. It was reported that during the procedure and inside the patient, the snare would not cut through the target polyps. The procedure was completed. There were no patient complications reported as a result of this event.